Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure implant the lead was placed and sutured in place and connected to pulse generator, loss of capture, loss of sensing and low impedance were noted. The physician removed the lead, suture sleeve damage was noted, new lead was successfully implanted. The patient tolerated the procedure well.